Event description:
It was reported that the interstim system was no longer working. Patient had interstim placed, at least partly, due to underlying neurological disease. Interstim worked at first but as the patient's neurological status degenerated, the stimulation stopped working. System was explanted due to need for MRI and that the interstim system was no longer working. Patient was to have a neurosurgical procedure and neurosurgeon wanted patient to have cervical MRI prior to surgery. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v386129, implanted: (B)(6) 2010, product type: lead. (B)(4).